Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented routine generator change. Prior to the procedure the right ventricular lead was tested and found to have an elevated capture threshold. During the procedure on (B)(6) 2021 the lead was removed from the header of the existing device and the connector pin broke in half. The lead was capped and replaced. The patient was discharged in stable condition.